Event description:
The customer contacted physio-control to report that their device would power off by itself. If the customer was able to get the unit to power on, it would not stay on very long before powering down by itself again. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue. Physio observed that the device's battery pins were damaged. Some were worn whereas others were broken. Physio then replaced the battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.